Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. Prior to pt use while priming the tubing set with 5fu, the solution reportedly leaked from a "crack" at the connection of the piercing pin and convertible vent. The solution leaked was cleaned up according to the facility's protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional information was provided.